Event description:
A pt reported a possible inaccurate erratic result with a surestep meter. During a single side to side comparison, the surestep meter displayed a blood glucose reading of 165mg/dl versus 240mg/dl on pt's home nurse meter. The nurse's meter is of unknown brand. Pt did not experience any adverse events. Meter has been replaced. No further info available. No allegations of harm have been made.